Manufacturer narrative:
Follow up report 001 ref natus complaint# (B)(4). Pictures of the broken video extension were provided. Investigation results: s/n: (B)(6) is a post capa003910 unit. Its confirmed it's an updated mast. Root cause/probable root cause: weld failure - issue related to capa003757. Recommended actions: capa003910 addresses the issue. Failure confirmed: yes. Investigation result code: neuro sbu/physical damage.

Event description:
Ip ptz hd ergojust video extension - customer reported a broken video extension and the entire cart was cracked and tilting. No injuries.

Event description:
Ip ptz hd ergojust video extension - customer reported a broken video extension and the entire cart was cracked and tilting. No injuries.

Manufacturer narrative:
Initial report ref natus complaint (B)(4). Pictures of the broken video extension were provided. The part was replaced and the customer was requested to return the affected part. Risk review: per (B)(6) rev 71 xltek eeg/psg risk analysis spreadsheet. Hazard 6.11 due to mechanical stress or impact, dynamic loading, vibration, or environmental conditions accessory shelf on cart may be unable to support the mass of accessories or items placed on its surface, causing it to bend or break and leave sharp edges exposed or broken support system could land on and harm someone. Effects (harm): range from clinically insignificant to irreversible injury resulting from direct physical injury. The hazards identified have been evaluated and found to be in compliance with a known standard. As noted in (B)(4), hazards that have been evaluated and found to be in compliance with known standards can be presumed to be consistent with an acceptable level of risk, yielding an acceptable risk / benefit to the patient or user. Risk outweighed by benefit of use of device. Further investigation to be carried out.